Manufacturer narrative:
(B)(4).

Event description:
It was reported that during system implant, the connector pin of the right ventricular lead could not be removed from the header port of the device. The lead and device were removed from the pocket and replacements were successfully implanted.